Event description:
The customer received questionable troponin I stat (tni) results for one patient that were reported outside the laboratory. The patient's sample was tested with serum and plasma samples on a cobas 6000 e601 analyzer, serial number (B)(4), and an elecsys 2010 analyzer, serial number (B)(4). The patient's result from the e601 using a lithium heparin tube was <0.30 ng/ml. The patient's result from the e601 using an edta tube was 0.45 ng/ml. The patient's result from the e601 using a serum sample was 0.45 ng/ml. The patient's result from the 2010 using a lithium heparin tube was <0.30 ng/ml. The patient's result from the 2010 using an edta tube was 0.45 ng/ml. The patient's result from the 2010 using a serum sample was 0.45 ng/ml. The customer considered the results from the edta and serum samples to be correct. There were no adverse events. The customer declined a service visit and stated the issue was not with the analyzer, but how the reagent recovers with the sample types.

Manufacturer narrative:
No root cause could be determined. A comparison study between two retention lots of the tni reagent showed no difference in sample recovery. The erroneous results did not cause any adverse events.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This incident occurred on an additional analyzer at the facility. Refer to (B)(4) for additional information.